Event description:
It was reported that when the coil was being inserted into the microcatheter, the proximal end of the pusher wire broke. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The subject device is not available; therefore, analysis cannot be performed. Information available indicated that the proximal end of the delivery wire broke upon inserting it into the microcatheter. Therefore, a root cause of handling damage will be assigned to this event.

Event description:
It was reported that when the coil was being inserted into the microcatheter, the proximal end of the pusher wire broke. There was no reported clinical consequence to the patient.